Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a focal atrial tachycardia ablation on the right posterior septum, a perforation occurred which required a pericardiocentesis. It was not clear what caused it or when it happened. While the patient was in recovery, their blood pressure dropped and a pericardial effusion was diagnosed by echo. The exact location of the perforation is unknown. A pericardiocentesis was performed and the patient stabilized. No heparin was used. The burn time used for the lesions is unknown. No performance issues are alleged on any abbott products.